Event description:
The nurse was in the clean supply room to select a "wedge pressure dressing" to apply after a femoral line was pulled- when she did a closer examination of the package, she noted a human hair within (inside of) he sealed sterile packaging- the package was not opened and was sequestered - photos available upon request.